Event description:
Following a stent procedure, a hemostatic device was placed and hemostasis was achieved. However, several hrs following the procedure the pt complained of pain. Her abdomen was noted to be distended and her hematocrit had dropped from 42 to 18%. An ultrasound was performed, which showed a retroperitoneal bleed. The pt was transfused three units of packed red blood cells and either platelets or fresh frozen plasma. The pt's hemoglobin was monitored and did not require further intervention. The pt was listed as stable at last report.